Manufacturer narrative:
On 07-jul-2020, mentor received the suspect medical device for evaluation. Device evaluation summary: during the visual evaluation, the device was observed to be ruptured. The implant was received in two parts. Microscopic examination of the edges of the tear revealed parallel striations that are consistent with markings made by a sharp instrument perforating silicone material. As part of our quality process, the manufacturing records of this lot-serial number were reviewed and the manufacturing standards were met prior to the release of this lot. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Rupture complaint information is consistently analyzed and monitored by quality assurance to determine when further action is necessary. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Mentor received additional event information that the patient also experienced bilateral capsular contracture postoperatively, baker grade unknown. Furthermore, healthcare provider reported that the patient was engaged in an activity that resulted in excessive force applied to the left breast which caused sudden pain, and left-sided rupture was confirmed upon explantation. This medwatch report is for the left-sided implant. Device evaluation summary was updated to include the following statement: mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 15-jul-2020, mentor became aware that the patient underwent replacement with 415cc smooth mentor memorygel breast implant, catalog # shpx415, left serial # (B)(6) and right serial # (B)(6) on (B)(6) 2020. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient who underwent a primary breast augmentation with 350cc smooth mentor memorygel breast implant has experienced postoperative left-sided implant rupture. Rupture was confirmed by ultrasound. As a result, the patient underwent explantation on (B)(6) 2020.